Manufacturer narrative:
Neither device nor applicable imaging studies were returned for evaluation. We are unable to determine the cause of the event. This device catalog number is not approved for use in the united states; however, a like device catalog number 75445540, is cleared in the united states.

Event description:
It was reported that the patient underwent a spinal procedure due to l1 compression fracture. Posterior fixation was implanted at t10-l2. Post-op, a pedicle screw backed out at l2 and the patient underwent a revision surgery. Reportedly the patient was osteoporotic.